Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler, and the patient¿s umbilical and abdominal hernias. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia events. Currently, the patient¿s hernias have not required repair. Based on the available information, it is unknown if the hernias were pre-existing prior to start of pd therapy or what may have caused hernias. However, hernia is a well-known potential complication in pd patients due to increased intra-abdominal pressure from the physiology of the dialysate which can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the peritoneal dialysis (pd) patient has a hernia and cannot have more than 1500 ml in their peritoneum. The pdrn reported that the patient would benefit if the patient¿s liberty select cycler had the last drain feature. The pdrn requested a replacement cycler. Upon follow up, the pdrn stated that the hernia is in the right lower abdominal quadrant. The pdrn stated it cannot be firmly determined if the hernia was pre-existing. The pdrn adamantly stated the cycler did not malfunction or overfill the patient and did not cause the hernia events. The pdrn stated the physiology of pd therapy due to the dialysate may have been associated with the hernia especially if the patient had a weakened area. The pdrn stated that the patient started pd therapy (B)(6) 2016. Per the nurse, the hernia has not required repair. The pdrn stated that the patient will have the hernia repaired in the future as part of the requirement for kidney transplant. The pdrn adamantly reported the cycler did not cause the hernias. The pdrn stated the patient had an older cycler that did not have the last drain feature and that is why the cycler was requested to be replaced as this feature can benefit the patient.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed discoloration and cracked paint on the heater tray. There was visual indication of particulates under the lower pump door catch post. An as is simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed the system air leak test, the valve actuation test, and the load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the cycler identifying, disinfecting, and disposition form marked by failure analysis for fluid leak. Failure analysis was previously performed and previously passed the mushroom head check. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.